Event description:
It was reported that the customer was hospitalized for high blood glucose of over 300mg/dl. It was stated that the customer's blood glucose went up to 365mg/dl for the past two weeks. Troubleshooting was performed. The programming on the insulin pump was correct. The basals and boluses matched to the daily totals. However, the doctor delivered a bolus of 50 units and the insulin did not exit. The high pressure test was performed several times and the device failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.